Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash under the lifevest. The rash was reportedly located on the left side and down the center of the patient's back. The rash was described as red, itchy, and bumpy with no broken skin. A home health nurse provided zinc oxide to treat the condition. During follow-up, the patient reported that the zinc oxide and removing the device helped with the irritation. The patient also reported that the irritation would return when placing the device back on.